Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: failed left total hip arthroplasty with suspected metal hypersensitivity. Anesthesia, regional with sedation. Ebl 100 ml. Left hip pain. It was felt to be secondary to failed bearing surface due to metal hypersensitivity. Removal of metal-metal bearing to alleviate pain and improve ambulatory capacity. Fixed magnum acetabular component, black staining of the pericapsular tissue, and clear, yellow synovial fluid (cultures sent. No report). Capsulotomy was performed and a pseudocapsulectomy was performed and the pseudocapsule was sent for frozen sections to assess for metallosis. There was noted to be an abundance of black, staining of the pericapsular tissues. The 28+3.5 head with 48/28 poly ball combination was decided upon as this appeared to equalize the leg lengths, provide excellent stability in full standard range of motion testing. No intra-operative complications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157448 ¿ m2a magnum head ¿ 605180. 239256 ¿ m2a magnum taper ¿ 509280. 01.00561.221 ¿ wagner cone stem ¿ 2687668. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02962.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, limited range of motion/mobility, pseudocapsule and metallosis. Fixed magnum acetabular component, black staining of the pericapsular tissue, and clear, yellow synovial fluid was noted. Capsulotomy was performed and a pseudocapsulectomy was performed and the pseudocapsule was sent for frozen sections to assess for metallosis. There was noted to be an abundance of black, staining of the pericapsular tissues. The head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.